Manufacturer narrative:
Additional information: b5, d9, g1 (MFR contact first name, last name, street 1, MFR city, region, country code, postal code, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the device lock ring was broken. The loading unit was able to be loaded into a representative instrument and was applied to test media, all staples were placed, and test media was cleanly transected. Functionally, the interlock was tested and found to function properly. It was reported that the device broke and was difficult to load. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this issue may occur due improper orientation of the lock ring or over flexure of the loading unit while attached to the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during installation, the reload could not be loaded normally. The surgeon found that the black plastic of the reload arrow had broken and inclined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during installation, the reload could not be loaded normally. The surgeon found that the black plastic of the reload arrow had broken and inclined. There was no patient involvement.